Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h11. Corrected: d4, UDI # the repair checklist with the returned product evaluation is currently unavailable and the investigation is being completed with the available information. Lot identification is necessary for review of device history records, and lot identification was not provided. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2. Foreign - romania. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the hinge of the battery housing was broken. No patient involvement. Attempts have been made and no further information has been provided.